Event description:
On (B)(6) 2004, the pt was implanted with two gore excluder aaa endoprostheses. On (B)(6) 2011, the two gore devices were explanted. The pt's vasculature was surgically repaired with a tube graft. The pt tolerated the procedure.

Manufacturer narrative:
(B)(4).